Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hypoglycemic event. The reporter stated that on (B)(6) 2014 the patient had blood glucose of 25 mg/dl with slurred speech, was incoherent, combative, and in and out of consciousness. Reportedly, the patient was treated in the ER with IV glucose; there were no pump setting changes before or after the alleged event and pump use resumed. It was reported that the patient experienced an inadvertent infusion due to tightening the cap while attached. This complaint is being reported for alleged hypoglycemia associated with use error of the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: no activity related to the initial complaint was observed in the pump histories. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No damage was found to the cartridge cap or cartridge compartment. The cartridge cap attached securely to the pump. The pump was found to rewind fully during the rewind step and displayed the appropriate warning: ¿disconnect infusion set from your body¿. The pump passed a flow accuracy test and was found to be delivering within the required specifications. Unrelated to the initial complaint, the display was observed to be dim with red letters. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.